Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was reportedly found unconscious by his daughter and grandson. The patient was unable to recall many details of the event and attributed the incident to a sensor failure. According to the patient, cardiopulmonary resuscitation (CPR) was performed, and defibrillation was administered twice. The patient was subsequently transported to the hospital, where he was admitted to the intensive care unit (ICU) and treated with intravenous insulin. The patient reported being in a coma during the hospitalization; however, it is unknown whether mechanical ventilation was required. The patient stated that he was hospitalized for approximately 10 days before being discharged. At the time of this report, the patient was stated to be stable. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.